Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital with dizziness, light-headedness, exit block, and a heart rate of 18-20 beats per minute. Upon interrogation it was noted that the right ventricular (rv) lead impedance was high and there was no capture. The lead appeared to be in the same place as at implant, but micro-dislodgement was suspected. The lead was repositioned. Five days later the patient presented to the emergency room with syncope and exit block. The lead had high thresholds and intermittent capture, with no capture in unipolar. Impedance also spiked up to a high level and returned to normal. X-ray showed the lead appeared stable and did not seem to have moved. The patient was uncomfortable and did not respond to an external pacer. The physician suspected an allergic reaction to the lead tip and placed the patient on steroids. The lead was explanted and replaced by an active fixation lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.